Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2015. Following surgery, the patient experienced pain. It was verified that a screw broke post operatively and another revision surgery would be necessary. Revision surgery has not been performed at this time.

Manufacturer narrative:
The customer reported event was confirmed via correspondence. The device was not returned for evaluation. X-rays are not available for evaluation. Manufacturing history was reviewed and no issues were identified. The root cause of the reported event cannot be determined from the information provided.

Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2015. Following surgery, the patient experienced pain. It was verified that a screw broke post operatively and another revision surgery would be necessary. Revision surgery has not been performed at this time.